Manufacturer narrative:
(B)(4).

Event description:
Customer stated that after fired it, it was failed to form good staple or close the tissue. Then the surgeon changed another device and finished the surgery successfully. Patient involved w/o injury. Patient: (B)(6) years old, 78 kg. Surgery: right colon resection. Medical intervention did not require. Re-intubation did not necessary. Surgery time did not extend by more than 30mins due to the product problem. The patient is in good condition now. No unanticipated tissue loss as a result of this problem. No tissue damage as a result of this problem. No blood loss of 500cc or more due to the product problem. No reinforcement material used in conjunction with the stapling device. Additional information. Was the tissue with the malformed staples removed? Yes. What is the last known patient status?--good. When will the subject device be returned for investigation? (B)(4) team is arranging export. What was done to correct the problem? The surgeon changed a new reload and went on the surgery. What surgical procedure was being performed? Right colon resection.